Manufacturer narrative:
(B)(4). The initial evaluation confirmed the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with an f-38 alarm. It is unknown when or in which care area, this event occurred. The facility representative stated that there was no patient injury or medical intervention; however, it was not reported whether or not there was a patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an alarm f-38 was confirmed by technical services on customer site. The cause was determined to be a damaged left tube misloading sensor and the left tube misloading sensor was replaced onsite at the facility by a baxter field service technician to resolve the problem.